Manufacturer narrative:
Concomitant products: product ID 3587a25, lot # n067274n02, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37083-40, serial # (B)(4), product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3587a25, lot # n067274n02, product type lead. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was moved in (B)(6) 2013 because it was causing her pain since placement in 2009. It was stated that the pain became so intense that the healthcare professional (hcp) went in and repositioned the ins. It was noted that the patient had thought that they would replace the device but stated that the hcp ran tests on the device and said it could be kept.